Manufacturer narrative:
The mayfield ultra 360 patient positioning system (B)(6) was not returned after three good faith effort (gfe) attempts were made; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The definite root cause of the reported issue cannot be determined. Based on the reported complaint, probable root cause is improper or suboptimal placement of the mayfield system on the patient. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Event description:
A facility reported that while the patient was attached to the ultra 360 patient positioning system (a2009) for a craniotomy procedure, they heard a clank and the patient dropped down a little. Additional information has been requested.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.